Event description:
Waveone assort.file ster.25mm. The customer alleged that: "I would like to report dissatisfaction when buying a wave one fileset. I realized the purchase of 3 files primary, small and large, reference a0700 225 90a 01 25mm, lot 1116933, the three files fractured 2 mm inside the root canal, being of very light curvature, in two cases, it was not possible to remove the file where I had to send to a colleague for surgery of the type apcectomy, causing, thus, trouble to the patient, dissatisfaction with the product for the dentist and besides financial loss. I would like to have a position of the company, to review in some way this prejudice, aiming that I use the files very much and I never had problem, now beginning to use wave one gold for fear of future fractures. Has any patient been injured? No. Have all the broken parts been retrieved from patient's mouth? Yes in one procedure in the other two it was required apcectomy. Has any further medical or surgical treatment been necessary after the event? Yes, two surgeries of apcectomy. How many times has the instrument been used before the event happened? Occurred in less than one full session." This pr is for the broken file that has been retrieved from the patient's mouth. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).